Event description:
Report received indicated large resistance during delivery of the smart control system. In addition, the stent deployed prematurely. A percutaneous transluminal angioplasty was being performed to the femoral artery. The vessel was heavily tortuous. The target lesion measured approximately 3cm in length and 5mm in diameter, 100% stenosed and was predilated. The 6f sheath (arrow) was inserted contralateral and the smart control stent delivery system (sds) was advanced. However, there was large assistance during delivery. When the sds was delivered to the target lesion, the tip of the stent was already exposed from the delivery system and prematurely released. The sds was removed and the procedure continued, using another smart control system. There was no adverse consequence to the patient.

Manufacturer narrative:
Further information revealed device appeared normal as it came from the packaging and no abnormalities were noted during pre-use product inspection. The stent was contained within the outer sheath during inspection and the product was prepped per the instructions for use. There was no difficulty encountered when the artery was accessed or when advancing the guidewire through the lesion. It was reiterated that resistance detachment. Is unknown if the resistance was within the inner lumen, however, it was reported that no issues were encountered with the guidewire. The slack in the catheter shaft was removed inside and outside the patient prior to stent deployment and the locking pin was in place during system advancement. Of note: the stent was fully released outside the patient after removal. This product has been returned for evaluation and testing, however, the failure analysis report is not complete. Preliminary findings noted a kink at 16 cm from the strain relief. Additional information will be sent within 30 days upon receipt.